Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka had been performed on an unknown date, patient experienced aseptic loosening with extensive femoral and tibial osteolysis. It is unknown how this adverse event has been addressed. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: additional information reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that smith+nephew is not the legal manufacturer of the reported device. According to the quality agreement established between our company smith+nephew, and the legal manufacturer, ohst medizintechnik ag, our organization acts solely as the authorized distributor of the referenced device within the european market. In line with this agreement and the applicable regulatory framework, all activities related to regulatory assessments and reportability decisions are the sole responsibility of the legal manufacturer, ohst medizintechnik ag. Smith+nephew informed ohst medizintechnik ag and shared all relevant documentation and information received. The manufacturer will conduct the necessary investigation and regulatory evaluation in accordance with applicable regulations.